Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "anechoic area observed in the right breast that may correspond to a fluid component".

Event description:
Patient reported "voluntary recall", "swelling and pain in breasts." Patient additionally reported "anechoic area observed in the right breast that may correspond to a fluid component" confirmed via ultrasound. Affected side is right. The device remains implanted.